Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to moisture damage on the force sensor resistor. The pump had a scratched display window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she was getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 239 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer stated that she does have a back-up plan. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.